Event description:
It was reported patient underwent an initial left total hip arthroplasty and procedure on the same day due to the fracture. Cables were placed around the femur. No devices are planned to be removed at this time. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical device: 650-1163 delta cer fem hd 32/-3mm t1 3120335, 010000663 g7 pps ltd acet shell 52e 7301694, 30103205 g7 vit e neutral lnr 32mm e 65256420. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g3; h2; h3; h4; h6. H6: component code: mechanical (g04) ¿ stem. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: x-ray: no evidence of fracture during surgery. Femur fracture reported, not visible on x-ray. Cable placed around proximal femur. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.